Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2018 a patient was calling with a question regarding reading the session data report that he had from his pump as he wanted to understand it. He stated that he did not have any allegation or complaint regarding his device or therapy. He stated, ¿he has a friend in the (B)(6) that has a pump and it is all messed up". When asked for identifying information for that patient, the reporter stated that he was not comfortable giving that information but would request that his friend call in. Per the reporter, his friend¿s ¿pump is at 11%¿. No patient symptoms were reported. No further complications have been reported as a result of this event.